Event description:
On (B)(6) 2013, general surgeon completing laparoscopic cholecystectomy. Upon removal of disposable curved scissors from the pt, a spark was noted and the cord attaching the disposable scissors to the electrosurgical generator broke into 2 pieces. The electrosurgical generator was removed from the operating room along with the unipolar cord and the disposable curved scissors. All of the stock of the disposable scissors with a matching lot number have been pulled from the operating room and materials. Investigation of the electrosurgical generator was normal with no malfunction noted. The facility biomedical engineers believe that the malfunction is in the unipolar cord, however as a precaution we are reporting the curved scissors as well. No pt harm - did not reach the pt.